Manufacturer narrative:
One opened probe was received, with a tip protector, in a zip top bag. The sample was visually inspected and found to be nonconforming the probe needle bent at the stiffener and clear foreign material on the probe needle. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for actuation. The cut functionality of the returned probe was unable to be tested due to the actuation failure. The probe was disassembled and the components inspected. The degree of wear could no be determined due to the inner cutter broke while trying to extract it from the bent needle. Inner cutter pulled out of the coupling, the fillet was deemed conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation indicates the probe had an actuation failure. The cut functionality of the returned probe was unable to be tested; however, the observed actuation failure would have led to the reported cut failure. The root cause for the observed actuation failure is the separation of components within the probe. It appears that during surgical use the adhesive bond failed causing the inner cutter to detach from the coupling. An internal investigation was completed and additional controls within the manufacturing process have been implemented to reduce the frequency of probe complaints for detachments of the inner cutter from the coupling. The procedure was reviewed and found to provide adequate instructions to operators for the bonding process of the inner cutter to coupling. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received by the manufacturer and it is awaiting evaluation.  The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a cutter did not cut well at the start of surgery with aspiration being available during the cataract/vitrectomy combination procedure. The procedure was completed after replacing the product with another one. There was no patient harm.